Event description:
It was reported that patient underwent initial knee surgery on an unknown date. Revision procedure was performed on an unknown date due to implant loosening. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned to manufacturer. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed with the limited information provided. Product identification and expiration date - unknown. Date implanted - unknown. Date explanted - unknown. Manufacture date ¿ unknown.